Event description:
The surgeon seemed to have problems with the screwdriver. While screwing in the 2mm screw, the tip of screwdriver broke off. The surgery was completed successful.

Manufacturer narrative:
The light microscopic investigation of the fracture surface shows that the blade broke at the tip/torx area in forced rupture mode under very high torsional and bending loads whereas the bending forces dominated.